Event description:
It was reported that the device was explanted because the patient was not receiving any relief. It was stated that the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-33, lot# va083py, product type: lead. Product ID: 3888-33, lot# va083py, product type: lead. Product ID: 3888-56, lot# va097pn, product type: lead. Product ID: 3888-56, lot# va097pn, : product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. Analysis of the extension (serial # (B)(4)) found no significant anomaly and that the body conductor was cut. Analysis of the extension (serial # (B)(4)) found no anomaly. Analysis of the lead (lot # va083py) found no significant anomaly and that the distal end conductor was broken due to overstress damage. Analysis of the lead (lot # va083py) found no significant anomaly and that the distal end conductor was broken due to overstress damage. Analysis of the lead (lot # va097pn) found no significant anomaly as the stimulation lead body was cut through and the product was segmented. Analysis of the lead (lot # va097pn) found no significant anomaly.